Event description:
Post operatively the chest tube was connected to thoroguard. On (B)(6) 2025, post-op day 1, review of the scheduled morning x-ray by showed a large left sided pneumothorax. Immediately the surgeon went to bedside and found the patient to be asymptomatic with no complaints. The patient was well-appearing. The surgeon disconnected the chest tube from the thoroguard and connected it to a pleur-evac. Immediately the air was released from the left side. Patient remained asymptomatic throughout the exchange. The thoroguard did not detect an air leak. After the thoroguard was detached from the patient's chest tube, the machine still did not register an air leak. Interval development of a large left pneumothorax with left upper lobe collapse. There are postsurgical changes in the left upper lobe. Slight shift of the cardiac silhouette towards the right compared to prior exams. No pleural effusions are seen. The right lung is clear.